Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in device. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. After the third attempt to have the device and components evaluated, the customer responded but there is no information regarding device return to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. If pertinent information becomes available regarding device return and completion of evaluation, a follow-up report will be filed. Box d: FDA product code, common device name, recall (z) number was corrected. Evaluation method code, evaluation result code and conclusion code has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in device. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.